Manufacturer narrative:
Analysis received the unit with blank display due to corroded battery tube and battery cap contact. (B)(4).

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.